Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. During the load step, the piston pushed up until the cartridge was empty. Damage was found to the force sensor.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.